Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead had clavicular crush and the proximal coil was crushed at 23.3 cm to 24.4 cm from the connector pin. The distal insulation was damaged which resulted in an electrical short between the coils and caused the reported noise.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was removed and replaced.